Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that the device was not in its original packaging. The device was returned fractured into several pieces and there was biological debris on the returned items. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include off-axis insertion, excessive force or bending, or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl reconstruction surgery, the biorci-ha anchor crumbled into fragments. All the fragments were removed from the patient. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).